Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: 8870, serial# unknown, product type: software. Information references the main component of the system. Other relevant device(s) are: product ID: 8840, serial/lot #: unknown, ubd: , UDI#:; product ID: 8870, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. Per the patient, the concentration was "50 mg/5ml"; the daily dose was unknown by the patient. The indication for pump use was pancreatitis and non-malignant pain. On (B)(6) 2018 the patient reported that the last time she had the pump filled the doctor programmed it and she left. Then a week later it started beeping. She described the beeping as the non-critical alarm. She went back to the doctor that time and they told her that "it dropped the program out¿, so they reprogrammed it and it was fine. She went for another refill this week tuesday ((B)(6) 2018) and was told they ¿couldn't program it¿ and it would be good until friday, but she hadn't heard anything yet. The pump started alarming last night ((B)(6) 2018). The patient described the non-critical alarm. No patient symptoms were reported. No further complications have been reported as a result of this event.